Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels was 20 mg/dl. They treated with glucose tablets and some food and went high upto 360 mg/dl when she woke up and she over corrected for it. The customer was left with only one sensor and was not wearing any sensor so she could not manage her blood glucose levels. The customer experienced weakness due to low blood glucose level. As the customer was not using sensor the insulin pump was not on auto mode at the time of incident. They also reported blood at sensor insertion site previously and loss of communication error. The insulin pump will not be returned for analysis.